Manufacturer narrative:
Patient demographics (date of birth and weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Visual inspection of the returned device revealed it was in good condition. The pump tubing was not returned. Manufacturer's evaluation concluded that the pump functions met specification. The pump was observed to function properly with a new inflow tubing set; the event could not be recreated. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of the event was improper pump/tubing set-up or disconnection/reconnecting the tubing. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that an acl repair was aborted due to extreme swelling of the patient¿s leg (hip to ankle). According to the reporter after noticing three liters of fluid had pumped into the patient, the case was aborted. It was reported that there were no alarms and the pump settings were set for a flow of 100 and pressure set at 55. The fluid in the tubing chamber was 1/3 full. The patient was rushed to the ER and kept overnight for observation. No further patient or event information was provided at the time this event was reported.